Manufacturer narrative:
Title: article: are fenestrated tracheostomy tubes still valuable? (Vinciya pandian), (2019), (american journal of speech-language pathology). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source study performed, during cardiac surgery, the patient found to have granulation tissue at the insertion site internally at the level of the vocal folds which caused glottic stenosis that was treated with steroid injections.